Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during dwell 5 of 9. The caregiver stated that a supply bag fell off the hc and disconnected from the supply line. The caregiver was not sure how long ago the bag had fallen and was awoken by the alarm. Gts had the caregiver close the transfer set and explained that the system error 2240 indicated a large amount of air had entered the setup. Gts had the caregiver cycle power and the hc alarmed with a system error 2367. Gts explained that the system error 2367 had ended the therapy. Gts then advised the caregiver they would need to start over with new supplies or finish therapy with manual supplies. The caregiver had the patient's nurse on the other line while speaking to gts and the caregiver informed the nurse of the errors. Gts assisted the caregiver in disconnecting the patient and retrieving the cassette. The caregiver elected to discuss with the nurse how to proceed with the patient's therapy. The caregiver discarded the setup. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the initial report, the sample was discarded.